Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a battery performance alert (bpa) within the device's image. Longevity calculations were performed based on the usage history stored on the device which confirmed premature battery depletion.

Event description:
This report is to advise of an event observed during analysis.